Event description:
An optometrist reported that after bilateral photorefractive keratectomy (prk) a pt returned four years later with astigmatism and complaining of blurred vision in the left eye. Another reported is filed for the right eye. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).